Event description:
The manufacturer received information alleging a ventilator's check circuit alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The sponge of the air inlet path assembly was observed to be partially peeled off. The inlet air path assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The manufacturer previously received information alleging a ventilator's check circuit alarm occurred.the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The sponge of the air inlet path assembly was observed to be partially peeled off. The inlet air path assembly needs replaced to address the issue. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and was able to confirm the complaint of the loose foam. An internal visual inspection was completed by the manufacturer and visually inspected the trilogy inlet air path assembly for obvious defects and found the foam in the area of the blower inlet had pulled away from the adhesive.adhesive residue could be felt on the foam .adhesive remaining in the plastic was still somewhat tacky.the photographs of the foam pulled out of the plastic show the maximum extent of the separation of foam and adhesive.there was no evidence of loose foam particulates.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was no evidence of sound abatement foam degradation. In this report, section g3, h6,h9 has been updated or corrected.